Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The tip damage was not confirmed, however, the proximal end of the stent implant was stretched, which is likely what was meant by the damage to the tip of the catheter. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the mid left anterior descending artery. Predilatation was performed prior to the attempt to stent. The stent delivery system (sds) failed to cross the lesion and resistance was felt during retraction of the sds from the patient. After retraction of the sds, the tip of the sds catheter was observed to be flared. Another xience v stent was used to complete the case. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.